Event description:
Hcp reported pump was removed due to granuloma. Pt experienced leg weakness, drop foot, and severe pain. The device was explanted but was not returned to the MFR for analysis. 6/2001: md reported pt " has return of sensation." A follow up report will be sent when additional info is received.

Event description:
Hcp reported pump was removed due to granuloma. Pt experienced leg weakness, drop foot, and severe pain. The device was explanted but was not returned to the MFR for analysis. 6/2001: md reported pt " has return of sensation." A follow up report will be sent when additional info is received.